Manufacturer narrative:
Suspect lot review: a review of suspect lot 3451193 shows that 2,400 units were manufactured, tested, inspected and released in may 2017 citing no exception documents. A review of suspect lot 3046159 shows that 150 units were manufactured, tested, inspected and released in may 2015 citing no exception documents. Receiving inspection: received one (1) used cl3520, 40" (102 cm) appx 5.2 ml, admin set w/2 chemolock¿, 20 drop in-line drip chamber, bag hanger;suspect lot# 3451193. The as received cl3520 set has residuals of chemodrug. The chemolock connector (one close to drip chamber) leaked at the seam (where chemolock body connects to clear collar). Functional testing: the used cl3520 was primed and when primed a leak was observed at the spin collar of the chemolock connector. The chemolock connector was disassembled with the following observations: o-ring was missing. Final summary: the chemolock connector at the proximal end of the cl3520 set was leaking. The cause of the leakage was a missing o-ring. ICU medical has notified qa and manufacturing for their heightened awareness and employee training. ICU medical will continue to monitor and trend

Event description:
Complaint received regarding one cl3520, report states: chemotherapy was hung using the chemo lock secondary set (cl3520). As soon as the secondary set was attached to the chemo bag it stated leaking where the tubing attaches to the blue connector above the drip chamber. It was a continuous drip until the nurse detached the cl3520 from the chemo bag and replaced it with another cl3520 and leakage discontinued. Proper ppe was utilized. No patient involvement or adverse consequences reported.